Event description:
A director reported that following bilateral intraocular lens (iol) implant procedures, a pt developed glaucoma and "vision loss". The pt was referred to a surgeon and additional procedures were performed. It was reported that the pt had diabetic retinopathy prior to the iol implant procedures. There are two medical device reports associated with this event. This report is for the left eye. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This file is for the second eye. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).